Event description:
It was reported that the patient has expired. No further details were provided. The date of patient's death and implant duration are unknown. It is unknown if the death was device related.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, a copy of the operative report was received. The cause of death remains unknown. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months, due to unknown reasons. No further details were provided. Through follow-up with the health-care provider, a copy of the operative report was received. Per the operative report of (B) (6) 2010: "the patient was made ready for transport to recovery with guarded concerns with ongoing inotropic support with intraaortic balloon counterpulsation."